Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a new bag of heparin was hung and programmed to infuse at 17.9ml/hr with a volume to be infused of 250ml. Approximately four (4) hours later the clinician noted the bag was almost empty with approximately 50ml left. The pump displayed 49.6ml left to be infused, however the pump also displayed that only 74.86ml had infused. Clinician reports, the numbers do not add up to the expected 250ml intended to infuse. There was patient involvement but no harm. Additional information was received. Third party testing was completed by the customer, and the issue was unable to be duplicated. All devices passed all tests.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported over infusion was not identified through a review of the provided logs and no devices was returned for investigation.

Event description:
It was reported a new bag of heparin was hung and programmed to infuse at 17.9ml/hr with a volume to be infused of 250ml. Approximately four (4) hours later the clinician noted the bag was almost empty with approximately 50ml left. The pump displayed 49.6ml left to be infused, however the pump also displayed that only 74.86ml had infused. Clinician reports, the numbers do not add up to the expected 250ml intended to infuse. There was patient involvement but no harm. Additional information was received. Third party testing was completed by the customer, and the issue was unable to be duplicated. All devices passed all tests.